Manufacturer narrative:
(B)(4). The reported event cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2017-01208 & 1627487-2017-01209. It was reported (B)(6) the patient's scs system was explanted due to a suspected infection. However, follow up identified there was no infection. The patient was prescribed antibiotics as an additional treatment.